Event description:
It was reported that the customer received a motor error alarm on the insulin pump while rewinding. The customer stated that there were some motor error alarms within the alarm history of the insulin pump. The customer's blood glucose was normal and did not require medical treatment. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received motor error alarm during rewind due to encoder out of phase. The insulin pump was unable to perform displacement test due to constant motor error alarm. The insulin pump was received with minor scratches on display window, cracked case at display window corner and cracked reservoir tube lip.